Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and perforation ("perforation of organs") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant) and surgery (to remove the essure implant). Essure was removed. At the time of the report, the device dislocation and perforation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device location of device: uterine wall"), fallopian tube perforation ("perforation (fallopian tube(s)") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 624105) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included duloxetine hydrochloride (cymbalta) since 2016 and sertraline (zoloft). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), premature menopause ("early menopause"), urinary tract infection ("uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), depression ("depression"), dental caries ("dental problems-chipping teeth and rotting teeth."), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrointestinal pain ("bad intestinal cramping with bowel movements"), back pain ("lower back pain") and haematochezia ("blood in stools"). The patient was treated with surgery (cauterization of both tubes) and surgery (cauterization of both tubes). Essure was removed on (B)(6) 2009. At the time of the report, the embedded device, fallopian tube perforation, genital haemorrhage, premature menopause, urinary tract infection, female sexual dysfunction, depression, dental caries, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal pain and back pain outcome was unknown. The reporter considered back pain, dental caries, depression, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal pain, genital haemorrhage, haematochezia, premature menopause and urinary tract infection to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: failure to occlude (close) fallopian tubes quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device location of device: uterine wall"), fallopian tube perforation ("perforation (fallopian tube(s)") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 624105) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included duloxetine hydrochloride (cymbalta) since 2016 and sertraline (zoloft). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), premature menopause ("early menopause"), urinary tract infection ("uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), depression ("depression"), dental caries ("dental problems-chipping teeth and rotting teeth."), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrointestinal pain ("bad intestinal cramping with bowel movements"), back pain ("lower back pain") and haematochezia ("blood in stools"). The patient was treated with surgery (cauterization of both tubes) and surgery (cauterization of both tubes). Essure was removed on (B)(6) 2009. At the time of the report, the embedded device, fallopian tube perforation, genital haemorrhage, premature menopause, urinary tract infection, female sexual dysfunction, depression, dental caries, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal pain and back pain outcome was unknown. The reporter considered back pain, dental caries, depression, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal pain, genital haemorrhage, haematochezia, premature menopause and urinary tract infection to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: failure to occlude (close) fallopian tubes most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received- lot number 624105 added.reporter and patient demographic added. Previous event device dislocation coded to embedded device and perforation coded to fallopian tube perforation. The following events were added: blood in stools,early menopause, genital bleeding, uti, apareunia, dental problems,depression, dysmenorrhea, dyspareunia, fatigue, gastrointestinal cramping, back pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: uterine wall/migration of essure device (location of device: uterus)'), fallopian tube perforation ('perforation (fallopian tube(s)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 624105) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sleep apnea and migraine. Previously administered products included for an unreported indication: albuterol. Concomitant products included duloxetine hydrochloride (cymbalta) since 2016 and sertraline hydrochloride (zoloft). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced depression ("psychological or psychiatric condition ; depression"). In (B)(6) 2008, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) cramping from time to time no rhyme or reason"), fatigue ("fatigue") and gastrointestinal pain ("bad intestinal cramping with bowel movements/gastrointestinal or digestive system condition-type:bad cramping with bowel movements"). In (B)(6) 2010, the patient experienced dental caries ("dental problems-chipping teeth and rotting teeth."). In (B)(6) 2011, the patient experienced premature menopause ("hormonal changes : early menopause"), the first episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse) its just way to painful to have sex so we just dont its been a year.. Im scared to find out"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and the second episode of female sexual dysfunction ("apareunia(inability to have sexual intercourse)hurts to much pain to even endure "). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("uti"), back pain ("lower back pain") and haematochezia ("blood in stools"). The patient was treated with surgery (cauterization of both tubes and cauterization of both tubes,salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2009. At the time of the report, the embedded device, fallopian tube perforation, genital haemorrhage, premature menopause, urinary tract infection, depression, dental caries, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal pain, back pain, vaginal haemorrhage, menorrhagia and the last episode of female sexual dysfunction outcome was unknown. The reporter considered back pain, dental caries, depression, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, gastrointestinal pain, genital haemorrhage, haematochezia, menorrhagia, premature menopause, urinary tract infection, vaginal haemorrhage, the first episode of female sexual dysfunction and the second episode of female sexual dysfunction to be related to essure. The reporter commented: she had need for additional surgery. Device was easily released with approximately 3 to 4 coils showing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: failure to occlude (close) fallopian tubes; on (B)(6) 2008: it appears that her left tube is occluded well still but the right tube shows easy spill and patency with the possibility of the essure device may be not in the right tube itself but possibly migrated through the tube into the interstitial portion or cornuate region of the uterus; on (B)(6) 2008: result of the test: unilateral occlusion (left tube occluded), migration of essure device, perforation (fallopian tube).; on (B)(6) 2008: result of the test: unilateral occlusion (left tube occluded), migration of essure device, perforation (fallopian tube).; on (B)(6) 2008: the left tube was still occluded but the right tube still showed free dye spill and patent right fallopian tube. The essure device was seen along the right tubal area possibly though not entirely in the tube and superiorly above the aetna. Tubal area. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: new events added- menorrhagia, vaginal bleeding, apareunia, event migration of essure device (location of device: uterus) clubbed with migration of essure device location of device: uterine wall. Events onset date were added. Lab data and medical condition were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.